Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medical prescription verify asked for another request after approval from pharmacy. A technical support specialist (tss) checked the medbank myqlink, where the medications were found approved but expired again due to a mismatch in request submission times. The cabinet was rebooted, and afterward both the computer time and the application time were verified to match the local time zone. Once the times were aligned, the user attempted the medication issue again, and this time it succeeded, allowing the medications to be dispensed without further problems. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the system requested an additional pharmacy verification for oxycodone tab 10mg and hydroco/apap 10-325mg tab. The medications prompted a request for another pharmacy approval the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.